Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that needle body is not cutting type. Only needle point is cutting point and the body is round body. Further information has been requested.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch (regarding a labeling issue) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample and 10 closed pouches. We have checked the open sample and 10 closed samples, and all needles correspond to a ds12 needle. All needles are a reverse cutting needle, featuring a triangular body and a 135º curvature. It is confirmed to be a ds-type needle. As an additional observation that may help clarify the situation for the customer, it is possible that the confusion arises from the rounded edges of the triangular body. Given the small size of the needle, it may visually appear rounded depending on the viewing angle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.